Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was fibrin mass inside one sample. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated fibrin strands in the serum. A total of 100 retained samples were visually inspected, and no additive defects related to fibrin were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of january 2025 therefore factors that may contribute to fibrin and oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, fibrin, via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. This complaint has been confirmed for the indicated failure mode fibrin based on photo. Corrective and preventive action has been opened to address the sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was fibrin mass inside one sample. There were no health consequences or impacts reported.